Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Additional patient information: height 158 cm., body mass index (bmi) 22.8 kg/m2.

Event description:
A patient in a study underwent a da vinci assisted sacrocolpopexy and colporrhaphy surgical procedure. On post-operative day two, prior to discharge, the patient experienced a hypertensive crisis. There was a cardiology consult and the patient's hypertension medication was adjusted to higher doses of enalapril. The index procedure was completed without any intra-operative complications; it was reported there were no da vinci device malfunctions. The event was reported as resolved three days later; discharge to home occurred the same day. The study investigator reported the event as moderate severity, not a serious adverse event, a clavien-dindo grade ii, not related to the study procedure, not related to the patient's underlying disease status, not related to the da vinci investigational device and not related to a third-party device. The patient's prior health condition of known hypertonia may be relevant to this incident.